Manufacturer narrative:
A ge service rep performed an on site investigation. The dc power connections were evaluated and reseated. The voltage on control panel processor board was readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
It is reported the system displayed a communication error and a control panel error. The fe confirmed the system could not complete a full boot up. There is no report of death or serious injury associated with this complaint.